Event description:
The customer's mother reported via phone call that the customer's insulin pump was damaged. The mother reported the reservoir compartment was chipped. The customer's blood glucose was 161 mg/dl. The mother could not recall how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and minor scratches on the display window and case.